Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. An interrogation revealed that the thresholds appear to have increased immediately following implant. Fluoroscopy revealed the lead was no longer in the desired location and appeared to have perforated into the pericardial space. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.